Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated (B)(4) 2014: in this case, the causal role of the suspect device drug seprafilm cannot be excluded for the occurrence of the events allergic reaction, however, the lack of info regarding the underlying med history, concurrent conditions and the concomitant medications used by the pt precludes the complete case assessment.

Event description:
This unsolicited device case from (B)(6) on (B)(6) 2014 was received from an obstetrician. The case involves a (B)(6) year old female pt, who developed allergic reaction after placement of seprafilm. No relevant med history, past drugs and concomitant medications were reported. It was reported that the pt had no concurrent conditions. On (B)(6) 2014, the pt underwent cesarean section (detailed procedure, unk) and one sheet of sepra film was placed under the midline incision site (route, dose, formulation, batch/lot number and expiration date: unk) for reduced the extent and severity of postoperative adhesion following adhesiotomy for adhesive ileus. After the surgery, antibiotic (unspecified) was administered. On (B)(6) 2014, third postoperative day, she had pyrexia and (c-reactive protein) crp increased to 12.5 mg/dl. Also, computerized tomography examination indicated a possibility of abscess, thus pt underwent laparotomy. However, no abcess was found but redness and tissue thickening were observed at the midline incision site where duplicated seprafilm sheets were placed. Seprafilm was then removed. On (B)(6) 2014, she recovered from the event of allergic reaction and was discharged from the hosp. Corrective treatment: laparatomy. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated, but conclusion was pending for the same. Allergic reaction (allergic reaction). Reporting obstetrician's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician's causality assessment: probable. Reporting obstetrician's comment: other causative factors for the event were unk.